Event description:
Balloon burst.

Manufacturer narrative:
The physician reported to the distributor that the balloon burst at 2.0 atm, and a piece of the balloon may have been left in the patient. They were not able to find the part of the balloon under angio, so it is unknown whether it is in the patient or not. The rbp for this catheter is 2.0 atm and the labeled nominal pressure is 1.5 atm. The catheter was received and visually inspected. A circumferential balloon burst was confirmed. The inner tubing was "accordioned" and was stretched, and the distal part of the balloon with the image band was missing. Typically, this occurs when the burst balloon is being removed from the patient. Numed states in the instructions for use to remove the catheter, introducer, and guidewire together resistance is met during removal. This eliminates the catheter being stretched, which causes the end to be stretched to the point of breaking. There was no adverse event reported with the patient. According to the physician, there have been no problems with the patient's safety or health. Three catheters of the same balloon diameter were pulled from controlled inventory and tested for rated burst pressure. All of the catheters burst at 4.0 atm.